Event description:
In (B) (6) 2008 I had hernia repair surgery. The product used was composix mesh. In (B) (6), I started having dizzy spells and high blood pressure. By (B) (6), I was in severe abdominal and back pain. Now the pain goes down the inside of my right thigh. There have been times when I have had to use my hands to lift myself to a standing position. After teaching for 19 years, I had to stop and get a substitute mid-year because I can't teach with this constant pain. I have a hard lump in my abdomen. I went to the surgeon and he spent 4 minutes with me and said I should go to a pain management doctor. My family doctor referred me to a pain management doctor and he said he won't treat pain from a hernia repair surgery. I'm without an income and am at my wits end because I can't keep paying (B) (6) co-pays to find out what is going on. One doctor suggested a trapped nerve, but he is not a specialist and doesn't treat the condition. This pain is unbearable and I can't live like this. Dates of use: (B) (6) 2008 -- (B) (6) 2010. Diagnosis or reason for use: hernia.